Manufacturer narrative:
(B)(4). Unit passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at a period of time due to j6 resistance connector issue. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump low battery alarm. Customer stated battery on the insulin pump ran faster than usual. Customer received low battery and replaced battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.